Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced near syncope and was admitted to the hospital. An evaluation showed the right ventricular (rv) lead and right atrial (ra) lead with intermittent and simultaneous oversensing. Noise and inhibition of pacing was able to be reproduced during evaluation in the clinic. The rv lead was capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.